Event description:
It was reported that during a resection of fibroids the pt's uterus was perforated along with the sigmoid colon. The pt had been coughing during the procedure and moved their body twice. The physician is not sure if the vrs electrode or the curet caused the perforation. The pt was opened, cleaned and repaired. There was no sign of infection.